Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving defibrillation shocks. An interrogation showed the right atrial (ra) lead exhibiting undersensing on current electrograms (egm) and on all stored egms, and it was suspected that therapy may have been inappropriate due to atrial undersensing making it appear as though the ventricular rate was greater than the atrial rate. Two weeks later, an additional remote transmission was received which appeared to still show atrial undersensing on current egms, however the pacing mode was changed and no atrial egm was programmed on for review. The ra lead remains in use. No patient complications have been reported as a result of this event.